Event description:
It was reported that this 6 y/o male patient's right knee was revised approximately 8 months post op initial surgery. The patient returned to surgeons office with complaints of popping, clicking, pain, and dissatisfaction with their tka. Upon examination the patient presented with slight instability. The patient was scheduled for a revision tka poly swap with synovectomy. The revision was performed on (B)(6) 2024 and the patient underwent a synovectomy and tibial poly insert swap. Patient was last known to be in stable condition following the event. Devices not returning, discarded at the facility.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s):(B)(6) 02-022-45-3025 - truliant tray, cem sz 3f/2.5t. (B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 02-020-11-0330 - truliant ps cem fem ps cem right sz 3.

Manufacturer narrative:
H6: corrected health effect, medical device, component, and investigation clinical codes.